Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow-up after receiving a vibratory notifier. Upon interrogation, the device was found to be in backup vvi mode. Patient was asymptomatic. A device firmware download was performed and was successful to restore programming. Device was found to reset due to poor connection between merlin.net transmission and device. Patient did not receive any inappropriate therapy due to reset and normal settings were restored. Patient is stable.